Event description:
Epidural catheter attempted to advance with placement, catheter did not thread and was withdrawn. The tip marker did not come back when catheter was removed. Less than 2mm of the tip of the epidural catheter was retained. Epidural catheter came from anesthesia kit.